Event description:
During an ankle procedure, it was reported that the "pin driver slipping on pin, heated pin up, and caused burning to surrounding bones and tissue". Another pin driver was used to complete the surgery as planned and no surgical delay was reported. It was subsequently reported that the burns occurred approximately 1cm around the pin insertion point and were 1st to 2nd degree. It was stated that appropriate medical/surgical procedures were used to cool and clean the burned tissue and no follow-up was required apart from the expected attendance post-surgery for the original procedure. The surgery was otherwise completed as expected and no further intervention was required.

Manufacturer narrative:
Evaluation findings: conmed linvatec received this pin driver for evaluation and was unable to confirm the reported problem of overheating. Testing of the returned device with the test handpiece could not duplicate the reported problem, as the unit performed to specifications, passed all functional test requirements with no abnormalities noted. A review of the device history records found the pin driver was manufactured in (B)(6) 2009. Service records indicated that the pin driver was returned to conmed linvatec australia on (B)(6) 2010 and (B)(6) 2011 for service/repair. On both occasions, worn parts were replaced and the device was released based on passing all necessary functional tests (B)(4). A 2-year review of the device complaint history showed no serious injuries or death related to the reported problem. The pin driver (B)(4) for use with the (B)(4) mpower battery modular handpieces. Instructions manual of the handpiece warns: prior to each use, all instruments and accessories must be inspected and tested for proper operation. In addition, it is recommended that all parts of the instrument or its attachments be continually checked for overheating. If overheating is noticed, discontinue use and return the equipment for service.